Event description:
It was reported that the patient heard a pump alarm. The pump was interrogated and it was confirmed that the pump low battery alarm had been activated. The patient was asymptomatic. The pump was replaced seven (7) days later. During the replacement, it was discovered that the patient's catheter was not fully intact and had a leak when injected with contrast. The catheter was fully replaced. The patient's daily dose of lioresal was reduced from 639 mcg/day dose prior to pump replacement to 150 mcg/day after new pump implantation. The patient was seen for a post-op appointment on (B)(6) 2011 and was healing nicely and doing well.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the catheter had been cracked so they replaced all implanted components. The patient reported that they put in a new catheter and left a piece of the old catheter in her spine.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2011, product type: catheter. (B)(4).